Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lot number(s) h13a17064 and h13b11065 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted.

Manufacturer narrative:
(B)(4). This is the same patient as (B)(4). Should additional relevant information become available, a follow-up report will be submitted. The occurrence date in this peritonitis event is unknown; however, the peritonitis is known to have been diagnosed in (B)(6) 2013.

Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lot number(s) h13a17064 and h13b11065 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted.

Event description:
This is report 1 of 3 involved in this peritonitis event. This is a report of peritonitis in a patient coincident with peritoneal dialysis (pd). Dianeal and extraneal therapies were ongoing. The patient was hospitalized for an unrelated issue. While hospitalized, the patient was diagnosed with peritonitis. The patient was treated with cefazolin ip (dose and frequency not reported). The patient was discharged from the hospital. The patient was recovering from this peritonitis event.